Event description:
During a scheduled device generator change, it was noted that the setscrew of the pacemaker cannot be loosened which led to failure to remove setscrew from the pacemaker header. Besides that, the physician tried to pull the right atrial (ra) lead and right ventricular (rv) lead, but he failed. He failed to remove the leads from the pacemaker header. The pacemaker, ra lead, and rv lead were still implanted with antibacterial pouch due to the patient being pacemaker dependent. The patient was in stable condition throughout the procedure.